Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping, had a crack in rear case, top and bottom rear stickers were damaged, and the lens was cloudy. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
D9: product received date 9/25/2024. H3: one device was returned for repair with complaint that device was double beeping. No alarms in history pertaining to reported problem were found in event history. Visual evaluation found rear case is cracked, lens is cloudy, and labels are damaged. Complaints were verified by power up process and visual inspection. Probable cause of the double beeping was the downstream occlusion (dso) nub. Replaced the dso. Also replaced rear case, labels, and lens. The device passed all functional tests after the repair.